Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. One opened catheter was returned for review. Visual inspection found the catheter tubing to be in two pieces. One piece was still attached to the catheter hub. A review of the breakage area of both tubing pieces found the area to have a straight angled surface as though the tubing had been cut. The most probable cause for the reported issue was most likely related to an event within the user environment. Possibly the catheter came in contact with a sharp instrument resulting in the damage to the catheter tubing. There have been no other complaints regarding this issue with this lot number. Since the reported issue was most likely related to an event within the user environment and not a manufacturing error, no corrective action will be taken at this time. Argon will continue to monitor for issues of this nature in the future.

Event description:
Reporter indicated PICC line severed on insertion and a portion was retained by the patient. No deviations in the proper use of the equipment were identified from our review. PICC catheter checked prior to insertion, 1.2 fr l-cath, length = 25 cm. PICC catheter being inserted via lt saphenous vein, resistance noted at groin area, slow extraction of catheter done and observed guide wire being visible. Catheter marking 15.5 cm where guide wire is visible, original catheter length 25 cm. Most responsible physician called immediately. Stat x-ray done, catheter visible in lt leg, igt contacted immediately. Ultrasound done by igt fellow and plans made for removal. Of note, the retained portion was removed without complication or further harm to the infant.

Manufacturer narrative:
The sample was returned to argon for investigation. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.